Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient was having issues with air bubbles in the tubing ever since the pump was replaced. The reporter stated that multiple different boxes of cartridge and infusion sets were used and had this issue. The reporter again stressed that the issue had begun with the new pump. The reporter stated that the patient¿s blood glucose levels elevated as high as 300 mg/dl with mild thirst related to the issue. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation that the pump may have contributed to the formation of air bubbles in the tubing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/01/2013 with the following findings:a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the pump history showed that a cartridge change occurred at 6:30am on 05/14/2013 and only 2.53units were primed. There were no ¿pump not primed¿ or ¿no cartridge detected¿ warnings found in the black box. Rewind, load, and prime steps were successfully performed with no alarms occurring. The pump was exercised for 29 hours with no delivery issues. No air bubbles formed during testing. There was no damage found to the force sensor circuit and the force sensor calibration was found to be within specifications. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.